Manufacturer narrative:
Approximately 41 cm of the returned peritoneal catheter was returned. The portion of the returned catheter was patent and met the requirements for leak testing. However, both ends of the catheter appears to be jagged. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a catheter replacement operation was conducted due to a build up of subcutaneous cerebrospinal fluid (csf) after implantation. According to the report, there was a possibility of a peritoneal catheter break. Reportedly, the catheter was replaced using another peritoneal catheter and a straight connector. The patient's status at the time of the report was alive-no injury.